Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 2.7, lab: 15.0. Pt was showing symptoms of bleeding, so she was sent to the hospital. Therapeutic range: 2.0-3.0. Customer has two meters and has returned both to alere; only one of the meters is directly related to this case.

Manufacturer narrative:
Investigation pending.